Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the contact of the scope connector was likely faulty. It is likely that the connector junction was broken multiple times or that inappropriate material was present preventing contact.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined.

Event description:
A user facility reported to olympus that they were getting a "b30," scope communication error. The problem occurred during preparation for use for a procedure. The procedure was completed using a different olympus cv-190 device. The intended procedure was an esophagogastroduodenoscopy (egd). There was no patient injury or harm, associated with the problem, reported to olympus.